Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated, and the reported condition of the device not operating was not confirmed. Therefore, an assignable root cause was not determined. However, a visual and functional assessment was performed which found that the device failed for cutter lock-no motor rub. During service/repair, it was determined that the device functioned, but had a motor rub that created smoke and excessive heat. It was further determined that the inner housing was worn, the soft couple was melted, and the pin was broken. It was determined that the issues were consistent with improper maintenance. The assignable root cause was determined to be traced to maintenance, which is improper maintenance interval. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported by (B)(6) that the motor device would not operate at all. During in-house engineering evaluation, it was determined that the device functioned, but had a motor rub that created smoke and excessive heat. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.